Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of broken pins in the backup battery out of box was not confirmed, as the backup battery (serial number: (B)(4)) and heartmate 3 system controller (serial number: (B)(4)) were not returned for analysis and no photos were submitted for review. The root cause of the reported event was unable to be conclusively determined via this analysis. The device history records were reviewed and that records revealed that the system controller (serial number: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instructions for use section 2 ¿ ¿system operations¿ provide explanation on how to properly install the backup battery in the system controller. This section also warns the user to never use a backup battery that may be damaged, defective, or expired, as doing so may result in reduced battery capacity time and/or pump stops. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment no further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that when connecting the backup battery to the system controller, the healthcare provider (hcp) noticed that the pins were broken and the hcp was unable to connect to the system controller. A backup backup battery was used in the system controller. The patient was gradually recovering.